Manufacturer narrative:
Retained samples of the cement were tested for dough time, setting time, handling characteristics and mechanical properties. All results are within specification. No complaints have been received for this lot number or product code in the last 12 months. The dfmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of the glenoid at the cement/implant interface, with depuy cement having been used at the time of original implantation. The patient had dislocated, and the surgeon suspects he popped the glenoid out.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.